Event description:
The customer reported multiple issues with the device including getting multiple inop messages, as well as failing the general system test, charge button test and pacer tests in opcheck.

Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device including getting multiple inop messages, as well as failing the general system test, charge button test and pacer tests in opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.